Event description:
It was initially reported that the patient was referred for a possible full system revision due to an unknown reason. Update was received that the patient had a generator replacement only. It was noted that during an x-ray review, the patient's lead was disconnected due to an unknown reason. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received. In pre-op no high impedance was seen and during surgery, there was no lead or generator problem seen.

Manufacturer narrative:
E1: name and address, fax#; corrected information, initial report inadvertently used incorrect phone format.